Event description:
This event was reported as valve explanted after 13 years and 11 months due to regurgitation and degeneration.

Event description:
Valve explanted after 13 years & 11 months due to an unknown reason. No further information was provided.